Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported difficulty charging the ins. The following troubleshooting steps were performed. The pt reported they are having trouble connecting to charge. Pt reported since they got this implant it's been "pretty sensitive" when trying to connect to charge their implant. Pt reported now in the last couple weeks they can't get it to connect to charge and reported it's saying it can't find the device. Pt stated that it shouldn't be this hard to connect to charge. Reviewed placement for recharger on ins and recharging considerations (leaning forward/crossing leg). Pt reported on the call when they attempted to charge they were getting the open loop charging screen with the middle number of 2. Pt denied any recent trauma to implant site or falls but reported it does feel like their ins has moved. Pt reported they could feel a "little bump" when palpating their ins but reported they could not feel entire outline of the implant. Pt reported peeing every 15 minutes and stated they think implant is completely dead. Agent asked for event date and pt stated since they got this implant and stated they loved their previous implant. Pt reported it is really sensitive when they try to charge and reported they "can't even breath" or they lose connection. Pt reported due to difficulties charging pt puts off charging until they are "super uncomfortable". The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.